Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigators were unable to duplicate the original complaint; all keypad buttons were responsive during the investigation. Unrelated to the original complaint, the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up and down keys were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.